Event description:
Revision surgery - due to patient fell postoperatively and opened his surgical wound.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2022-00966; 341-12-703, s809 - trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.